Event description:
It was reported the patient presented prior to a device replacement procedure. During interrogation, it was discovered the right ventricular lead exhibited a failure to sense, failure to capture, and high pacing impedance. Fluoroscopy suggested the right ventricular lead had perforated. The right ventricular lead was capped and replaced on 8 feb 2023. The patient was discharged following the procedure.